Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 465 mg/dl and 451 mg/dl at the time of the incident. The customer was treated with manual and bolus. The customer reported that they had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose value from reported event was 465 mg/dl sensor glucose value from reported event 62 mg/dl at the time of the event. The sensor glucose value that triggered the suspend event was 62 mg/dl and suspend on low limit in sensor settings was 75 mg/dl. The customer was treated with insulin pump. The customer does not allege pump was under delivering. The customer was advised to monitor and change sensor if issue persists. The insulin pump and sensor will not be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.